Event description:
It was reported that the customer had multiple leaking cartridges. Customer had elevated blood glucose levels. Reportedly, cartridge was successfully changed, and reported issue was resolved.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.